Event description:
During emergency stent placement, the adac recording system "locked-up" and staff were unable to enter add'l data, equipment, etc. After rebooting the system twice it became operational. Reprofusion time was delayed by > ten minutes for this pt because of the equipment problem.